Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument.

Event description:
It was reported that the tip cover accessory was falling off the monopolar curved scissors (mcs) instrument. There was no report of patient injury.